Manufacturer narrative:
Upon further review of this event it was determined that this event is no longer reportable. The customer mentioned there was no defect with the lens. Therefore, we can presume the patient¿s unexpected movement contributed to the iol misfiring. This implies there¿s no associated reportable device malfunction. There will no longer be any further reporting under MDR report number 2020664-2021-07628. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 1, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection, of the simplicity handpiece, under magnification revealed viscoelastic residue inside of the cartridge. Further inspection revealed that the cartridge tip was damaged which may have occurred during deployment. Visual inspection, of the iol, under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and presented with no issues. The complaint issue could not be confirmed. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: unknown/no information. If implanted; give date: not applicable as the lens was not implanted. The iol was removed and replaced within the same procedure. If explanted; give date: not applicable as the iol was removed and replaced within the same procedure. Initial reporter first name: unknown/no information provided. Email address: unknown/no information provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported that the product misfired. Thru follow-up they explained that the patient moved. There was no defect with the intraocular lens (iol) and this was not a doctor error. The patient moved and caused the lens to misfire. She confirmed there was no capsule tear, vitrectomy or sutures. Unknown if the iol got damaged but the lens was removed and replaced with a backup. No further information was provided.